Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing impedances and thresholds since implant. An x-ray was performed and there were no obvious signs of a dislodgement or fracture. Impedances has rose to greater than 2000 ohms and thresholds greater than 5v in lv tip to can and lv tip to rv. In lv ring to can impedances were 1700 ohms and 5v for thresholds. Technical services discussed possible causes. It was reported that this patient does have a very hard cough. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative who reported that no lead revision was planned. The lead was reprogrammed to lv ring to rv which resolved the impedance issue and provided acceptable impedance values. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
It was later reported that physician initially believed that the lead issues were related to potentially a loose setscrew. However, upon revision the lead had a breach in the portion of the lead that was tucked in the pocket. The lead appeared to be secure and have a good connection in the header. The lead was explanted and returned for analysis. A new lead was successfully implanted.

Manufacturer narrative:
The complete lead was returned to boston scientific's quality assurance laboratory. Visual observations noted set screw marks on the terminal pin and ring. The polyurethane tubing was melted at 46.5 from the pin which was most likely from electrocautery. The stylet insertion test failed due to dried blood in lumen however, the lead passed electrical integrity testing. In conclusion the field allegations could not be confirmed through analysis.